Manufacturer narrative:
The explanted microstent was received by ivantis on 11/08/2021. The implant met specification and passed functional testing with a known good delivery system. The original delivery system was unavailable because it was discarded after the original implantation on (B)(6) 2021. Manufacturer reference #: (B)(4).

Event description:
A patient with primary open-angle glaucoma underwent combined cataract surgery with hydrus microstent implantation on (B)(6) 2021. The surgeon encountered "poor visibility when putting in the stent" and could not confirm proper placement. At the 1-day post-op visit, he viewed the microstent and determined it was not positioned properly. Three days later, the original microstent was explanted and a second microstent was implanted without complications. The patient is "doing well" at last exam ((B)(6) 2021) .

Manufacturer narrative:
The explanted microstent is being returned for further evaluation, but receipt of the device is pending. The device history records were reviewed for this lot and there were no discrepancies or unusual findings. A supplemental report will be submitted once the evaluation of the device is completed. Microstent malposition, microstent explantation, and secondary surgical re-intervention are listed in the device labeling as potential adverse events. (B)(4).